Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, one year post filter implantation, a computed tomography of abdomen and pelvis was performed for colon cancer. The study showed that an inferior vena cava filter was present, and the filter was tilted. The study also showed that two of the struts appeared to be projected into the lumen of the aorta. Around, one month later, the patient presented for leg swelling and a review of computed tomography study mentioned that the inferior vena cava filter was completely horizontal with filter struts seen in the aorta. Around, one month and three weeks later, a computed tomography of abdomen and pelvis was performed for phlebitis and displaced inferior vena cava filter. The study showed that again demonstrated was a tilted inferior vena cava filter and the degree of the tilt was unchanged. Also, two of the legs of the filter protruded into the aorta. Around, six months and two weeks later, a computed tomography of abdomen and pelvis was performed for colon carcinoma restaging. The study showed that there was an inferior vena cava filter with its tip just proximal to the renal veins. Around, two years and three months of post deployment, a computed tomography of abdomen and pelvis was performed, and the study showed that an inferior vena cava filter was seen at l2-l3 disc level with three of the legs penetrated the abdominal aorta, unchanged from prior exam. After, two days, a consultation report for interventional radiology was provided and the radiological findings mentioned that the patient had an inferior vena cava filter placed and the filter was tilted, limited its efficacy. Additionally, two tines of the filter projected into the aorta, one of which was closely associated with an aortic thrombus or non-calcified plaque. After review, the staff addendum provided with the fact that the patient was with grossly tilted inferior vena cava filter that also demonstrated penetration into the aorta. However, given the tilt and penetration was for possible embolic events to the lower extremity from the aortic penetration and also the filter was not likely to be functional, but the small size of the recently documented pulmonary embolism would not likely be stopped by even an appropriately positioned inferior vena cava filter. Around, one month and two weeks later, an x-ray of lumbar spine was performed for back pain. The study showed that an inferior vena cava filter was present at the right paramedian abdomen, and it had an angled orientation. After, ten days, a computed tomography of abdomen and pelvis was performed, and the study showed that the inferior vena cava filter was obliquely oriented with the tip in the right renal vein, unchanged in appearance. Around, eight months later, a computed tomography urogram was performed for microscopic hematuria. The study showed that there was a tilted infra renal inferior vena cava filter with struts penetrated into the retroperitoneum, abutted the abdominal aorta at multiple points, and penetrated into the uncinate process of the pancreas and descending portion of the duodenum. Around, two years and two months later, a computed tomography of abdomen and pelvis was performed for hematuria and right upper quadrant pain. The study showed that an inferior vena cava filter was present. Around, six months later, a computed tomography of abdomen and pelvis was performed for migrated inferior vena cava filter position. The study showed that again demonstrated was an infra renal inferior vena cava filter with 17-degrees of counterclockwise rotation with penetration of several of the struts through the inferior vena cava wall. Also, two of the struts were penetrated through the abdominal aorta. There was no inferior vena cava thrombus or perivascular fluid demonstrated. The final impression was provided that stable angulation/rotation of the inferior vena cava filter with several struts penetrated through the inferior vena cava wall and two struts penetrated through the abdominal aorta with no venous thrombus, perivascular fluid or other complicating features. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and filter migration. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and two legs protruded into the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.